Event description:
It was reported impedances were observed during a trial implant procedure. The physician resolved the issue by replacing the lead with a new one. The procedure was extended for approximately 25 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.